Event description:
The customer first reports that the blade broke off. No pt injury. On (B)(6) 2011, the customer reports via phone that during a laparoscopic procedure, the surgeon pulled the device out of the abdomen, placed it on the backtable when the blade fell off. The broken piece was found on the floor. No other parts involved. No pt harm confirmed.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.